Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited high impedance, noise and inappropriate mode switch episodes. Lead replacement was discussed and no intervention was performed. The patient felt symptomatic and experienced discomfort.

Event description:
New information received on (B)(4) 2019 notes that the atrial lead was explanted and replaced on (B)(6) 2019. Patient was stable throughout the procedure.